Manufacturer narrative:
Device evaluations of monitor sn (B)(4) and electrode belt sn (B)(4) have been completed. Upon evaluation, the monitor and electrode belt were fully functional and able to detect and treat a patient. Device manufacture date: monitor sn (B)(4): 08/06/2013 - reuse, electrode belt sn (B)(4): 11/04/2010 - reuse.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2015. The patient experienced a treatment event. The patient was at a nursing facility at the time of the event. The patient was unconscious at the time of the treatment. CPR was initiated by ems. The patient received twenty-two appropriate treatment for ventricular fibrillation (vf) and two inappropriate treatments. Oversensing of small cardiac signal contributed to the two false detections. The post shock rhythm for 13 of the treatments was post-shock asystole. Post-shock asystole is an expected, low-frequency complication of defibrillation. The patient received one non-lifevest defibrillation right before the last treatment was delivered and the post-shock rhythm was vf. Vf was apparent about 1 second after the last treatment was delivered, however, the response buttons were pressed and a non-treatable rhythm was detected 10 seconds after the response buttons were pressed. It is unknown who pressed the response buttons. The electrode belt was disconnected at the same time that the non-treatable rhythm was detected. The lifevest properly detected and treated vf. The patient passed away on (B)(6) 2015.